Event description:
It was reported that the patient presented in clinic with the incision opened. It was noted that the patient¿s bra strap was being removed and scraped the incision removing the scab. The patient also stated that they did not seek medical attention when the sight became swollen and infected. The system was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.